Event description:
Ous MDR - after an implantation period of approx. 6 months it was reported, that unacceptable threshold values were measured. The lead was explanted and replaced as a subclavian crush was suspected.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. Multiple signs of abrasion could be seen along the lead during the analysis of the lead. Especially about 27 cm distal of the is-1 connector pin, the lead body was massively damaged by squashing. In this area, the outer conductor helix was fractured, which was confirmed by the electrical analysis. This damage manifestation can with high probability be regarded as the cause for the clinical complaint. For this reason, the fixation mechanics could not be checked. The observed damage manifestation requires excessive pressure stress on the lead body. The characteristics of the damaged structure of the lead body (squashing) lead to the assumption of excessive mechanical stress of the lead due to the subclavian crush syndrome, as was noted in the clinical complaint. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.